Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with blood transfusion, auxiliary products and surgery (essure devices removal). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result was not provided. Further company follow-up with the consumer is not possible. (B)(4). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with blood transfusion, auxiliary products and surgery (essure devices removal). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("bleeding") and haemorrhagic anaemia ("anemia- due to menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with blood transfusion, auxiliary products, surgery (ablation and essure devices removal/hysterectomy with bilateral salpingectomy) and blood transfusion. Essure was removed on 31-dec-2014. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension and vaginal haemorrhage outcome was unknown and the menorrhagia, haemorrhagic anaemia and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, fatigue, genital haemorrhage, haemorrhagic anaemia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result was not provided.; in (B)(6) 2011: result: total bilateral occlusion.. Pathology test - on (B)(6) 2011: result: specimen: endometrial biopsy. Clinical history: menorrhagia, normal sonohysteroscopy. Final diagnosis: early to mid proliferative phase endometrium with foci of subsurface nonmenstrual stromal hemorrhage.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received with her demographic details were updated. Race information added. Other hcp added. Aka name added. Product indication updated. Suspect drug implant date updated from ??-???-2011 to (B)(6) 2011. Following events were added: abnormal bleeding (vaginal), menorrhagia, fatigue and anemia-due to menorrhagia.lab data added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.